Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and experienced high blood glucose of 475 mg/dl. Customer does not recall any significant events leading to the error, but that it occurred during the manual prime. The customer indicated that the issue was resolved with the no delivery but then indicated that they were unable to troubleshoot further. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.